Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n (B)(6), s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and checked the temperature for the rack and drawer and its fine. The fse also reviewed the log file which did not reveal any abnormalities. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. CAPA (corrective and preventive action) is not required for unconfirmed complaints. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 5 bottles obtained false positive result. There was no report of patient impact. The following information was provided by the initial reporter: 5 bottles are giving false positive.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 5 bottles obtained false positive result. There was no report of patient impact. The following information was provided by the initial reporter: 5 bottles are giving false positive.